Event description:
The analyzer produced an initial serum potassium result of 3.2 mmol/l on a pt sample. A new sample drawn the following day produced a potassium result of 8.2 mmol/l. The pt's dialysis was delayed based on the initial result of 3.2 mmol/l, but there was no report of resulting harm due to this delay. A field engineer visited the site and performed maintenance on the instrument to help resolve this issue.